Manufacturer narrative:
The returned driver was analyzed and revealed that one of the two tips of the driver was bent, indicating that both tips were not engaged in the implant. Therefore, the event was likely due to an unintended user error. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, after deploying the spacer and detaching it from the inserter, the physician was dissatisfied with the placement and decided to reposition it. Therefore, the physician used the driver to unlock the spacer. There were challenges in re-engaging the driver with the implant to unlock or deploy it and when attempting the adjust the spacer in the lateral view, the driver tooth chipped off. The procedure was completed with a new driver. Fluoroscopy identified that there was no driver tip left in the patient. There were no reported issues postoperatively.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed and revealed that one of the two tips of the driver was bent. The user likely applied excessive force while deploying the implant, potentially due to the driver not being properly engaged. Therefore, the most probable cause was likely due to an unintended user error. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Additionally, it also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, after deploying the spacer and detaching it from the inserter, the physician was dissatisfied with the placement and decided to reposition it. Therefore, the physician used the driver to unlock the spacer. There were challenges in re-engaging the driver with the implant to unlock or deploy it and when attempting the adjust the spacer in the lateral view, the driver tooth chipped off. The procedure was completed with a new driver. Fluoroscopy identified that there was no driver tip left in the patient. There were no reported issues postoperatively.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, after deploying the spacer and detaching it from the inserter, the physician was dissatisfied with the placement and decided to reposition it. Therefore, the physician used the driver to unlock the spacer. There were challenges in re-engaging the driver with the implant to unlock or deploy it and when attempting the adjust the spacer in the lateral view, the driver tooth chipped off. The procedure was completed with a new driver. Fluoroscopy identified that there was no driver tip left in the patient. There were no reported issues postoperatively.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed and revealed that one of the two tips of the driver was bent, indicating that both tips were not engaged in the implant. Therefore, the event was likely due to an unintended user error. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result.